Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes a noise of hissing was heard if so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. There was a drop in the pressure which affected the visibility. What was the gas consumption rate or volume (liter/minute)? 12mm hg. Were you able to identify where the leak was coming from? As per the surgeon, the leak was from that openings of the valve housing that connect the obturator. Was a device inserted in the trocar during the leaking yes. If so, what device? 5mm grasper. Was any torque being applied to the trocar or device? Yes , in variable degrees.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned received in good visual condition. Upon evaluation of the device, a leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, gas leak through the trocar around 20 min after insertion. The abdomen was inflated under 12mm hg, this trocar was the second to be placed, during the procedure part of the universal seal protruded from one of the housing openings that connected the obturator, and started to leak. There was no consequence to the patient.